Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Subsequently, the pump shut down. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer¿s blood glucose (bg) value was over 500 mg/dl with high ketones. The cause of high bg was a result of the reported issue. A manual injection was administered to address the high bg.